Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient passed out so his wife called an ambulance and the patient was taken to the hospital. He was treated at the hospital but the patient cannot remember what medical care nor which medication was given to him. The patient was unconscious from sunday (B)(6) 2022 to tuesday (B)(6) 2022. He was hospitalized from until (B)(6) 2022. The patient reported that he received the information during his hospitalization that his blood glucose readings and the cgm readings were inaccurate. There is no information available about the exact values or the difference between the blood glucose and cgm readings and the patient cannot remember. At the time of the report, the patient was feeling better. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this record is a duplicate. Please refer to report number 3004753838-2022-156904.